Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2015-07155. Follow-up revealed the patient's entire system was explanted on (B)(6) 2015.

Event description:
The patient has 4 leads (from two different lots) for off-label use. Device 1 of 2 reference MFR report #: 1627487-2015-07155. It was reported the patient no longer receives effective stimulation. As a result, the patient will undergo surgical intervention.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.